Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the resolution clip was advanced down the egd scope and positioned within the duodenum. However, when the physician attempted to utilize the clip, the clip would not extend from the sheath. The entire clip was removed from the patient, and a second resolution clip was used to complete the procedure. The account reported no visible damage to the device. It was also unknown if the scope was in a retroflex position. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the resolution clip was advanced down the egd scope and positioned within the duodenum. However, when the physician attempted to utilize the clip, the clip would not extend from the sheath. The entire clip was removed from the patient, and a second resolution clip was used to complete the procedure. The account reported no visible damage to the device. It was also unknown if the scope was in a retroflex position. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the device was half deployed, and that there was a kink in the control wire. The yoke, which was still attached to the control wire, was then actuated and deployed as per design. The clip assembly was returned and was located inside the over sheath.as evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context.a review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)